Event description:
Health professional reported an alleged lap-band port explant and replacement. The pt presented with pain at the port site "because [the pt] lost a lot of weight so it was poking out a little bit and causing pain and discomfort."

Manufacturer narrative:
Rapidport ez strain relief. Medwatch sent to FDA on: (B)(6) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a rapidport ez strain relief. Visual examination may determine the connector type associated with this report. Pain and visibility/palpability are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of visibility/palpability as follows: "precautions: 6. Care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incisional pain and port site pain."